Event description:
An (B)(6) female with past history of anemia, htn, and osteoporosis, presented to (B)(6) on (B)(6) 2007 after outpatient doppler which revealed bilateral lower extremity dvt's. Pt was admitted for IV heparin therapy and ivc filter deemed indicated. On (B)(6) 2007 - operating room: ivc filter inserted. During procedure, venacavagram revealed that filter had migrated to the right atrium. Intraop interventional radiology consultation was completed and multiple attempts to remove filter were made, however unsuccessful. An infrarenal vena cava filter was successfully inserted and it was deemed necessary to transfer pt to (B)(6) for cardiothoracic consultation and removal of retained ivc filter.